Manufacturer narrative:
Sc-1200, sn: (B)(6). The returned ipg was analyzed and failed to charge or communicate with a known good remote control (rc) or clinician programmer (cp) despite multiple attempts. Therefore, the data logs could not be retrieved or analyzed, and no functional testing could be performed. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected, which confirms that the application-specific integrated circuit (asic) chip is damaged. The investigation confirmed that the asic chip was damaged resulting in the reported allegation. Typically, this type of damage is caused by external high voltage or high current transient sources.

Event description:
It was reported that the patient experienced intermittent stimulation prior to being unable to turn the stimulator on. It was also noted that the ipg was difficult to charge and was unable to establish connection with a clinicians programmer (cp) following a non-device related back surgery. The patient underwent an ipg explant procedure.

Event description:
It was reported that the patient experienced intermittent stimulation prior to being unable to turn the stimulator on. It was also noted that the ipg was difficult to charge and was unable to establish connection with a clinicians programmer (cp) following a non-device related back surgery. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred november 2023.